Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# unknown, implanted product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported when the charging was performed, the left side ins became hot and the patient had pain in their chest. No issue occurred on the right side ins. No x-rays or telemetry was available. No environmental/patient factors were known to have contributed/led to this issue. No diagnostics/troubleshooting was performed. No actions/interventions were taken to resolve the issue. The issue was resolved at the time of the report. No further complications were reported as a result of this event.